Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump displayed an error message during priming. The pump was not used for the procedure. There was no pt involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the font panel of the pump and subsequent testing found that the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is completed.

Event description:
Sorin group received a report that the s3 double head pump displayed an error message during priming. The pump was not used for the procedure. There was no pt involvement.